Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing ineffective stimulation in her low back. The patient also needs a MRI performed. The actual event date is unknown. The patient will consult with her physician regarding surgical intervention as the next course of action.